Event description:
Reportedly, the patient's defibrillator was implanted in (B)(6) 2019 by dr. (B)(6), following a device replacement. The initial defibrillator was implanted in (B)(6) 2007 and is paired with leads from the same period: atrial lead: abbott 1688t (sn: (B)(6)) implanted on (B)(6)2007. Right ventricular lead: boston scientific reliance endotak g (sn: (B)(6)) implanted on (B)(6)2007. Left ventricular lead: myodex 1084t implanted on (B)(6)/2007. The patient experienced shocks in 2022 and identified her kitchen sink as the location where these incidents occurred. Afterward, adjustments made by the doctor seemed to resolve the issue temporarily. However, shocks have recently recurred at the same location, most notably on (B)(6)2024 at 10:40. The patient previously consulted an electrician who ensured proper grounding of the area to prevent further incidents. Despite this, the shocks persisted. Traces reveal noise on both the atrial and ventricular channels. The doctor is seeking a technical opinion to verify whether the malfunction originates from the defibrillator or an external factor. Attached are source files from the telecardiology platform and the most recent consultation records from (B)(6).

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Review of the provided patient files dated (B)(6) 2025 led to the following observations: - since (B)(6) 2024, ventricular autosensing histograms showed sensing near the borderline zone during vf, which could indicate potential sensing issues at ventricular level. Since (B)(6) 2024, rv lead impedance and rv coil continuity measurements were slightly fluctuating and within normal range the last shock impedance was in correct range - on (B)(6) 2025, the vf episode recorded in the device memory showed ventricular noise oversensing, with a noise pattern regular and superimposed with physiological signals, leading to the delivery of an inappropriate shock therapy. The observed noise most probably resulted from electromagnetic interferences (emi) at 50 hz. See the episode below: - note that the implant manual warns the patient about the ¿potential risks of defibrillator malfunction if he is exposed to external magnetic, electrical, or electromagnetic signals¿: based on available data, no issue is suspected on the subject ICD. However, careful monitoring of this phenomenon should be performed upon each follow-up. Recommendations: avoid exposure to interferences the sources of interferences should be identified and, as far as possible, avoided in the future, because they are associated with potential risks of defibrillator malfunction, including the delivery of inappropriate therapies. Also, erratic deliveries of vt or vf therapies and/or incomplete capacitors charge that may result from noise oversensing are susceptible to reduce device longevity. Upon each follow-up visit, the recurrence of such oversensing phenomenon should be closely monitored.